Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a torn hose, the swivel rotated 360 degrees, made an unusual noise, failed thermistor assessment, was power broken and did not display an e2 error on the console during safety assessment. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a torn hose, the swivel rotated 360 degrees, made an unusual noise, failed thermistor assessment, was power broken and did not display an e2 error on the console during safety assessment. Therefore, the reported conditions were confirmed. It was determined that the thermistor was bad due to corrosion from the sterilization process/immersion. It was determined that the hole in the hose was due to allowing the cord to come in contact with a sharp object which punctured the cord or by exerting extreme force on the cord during cleaning or use. It was determined the swivel rotated 360 degrees due to excessive force while turning the device which caused the roll pin to break. It was determined the device made an unusual noise due to the device being operated improperly in safety mode which caused the locking mechanism to get damaged, which is powerbroken. It was determined that the device was powerbroken due to failure to follow the directions for use and running the device in the safe or load position. It was determined that the e2 error code was due to the device being powerbroken. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.